Manufacturer narrative:
The investigation showed that the 5.5x40mm screws and the 5.5x50mm screws were mis-assembled during the manufacturing of the assembly. Since the screws were mis-assembled with the wrong length, the packaging labeling was not representative of the actual screw length.

Event description:
During a post-op review of the x-ray it was noticed that the allumin8 screws looked shorter than the other company's screws which were 50mm in length. The a8 box that was opened said they are 5.5 x 50 mm screws.